Event description:
It was reported that (2) devices were used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 instrument stapled only half of the resected tissue circumference. The other half of the tissue was cut, but not sutured. The cut was not complete and part of the tissue was stuck in the device and was torn, causing hemorrhage. The surgeon performed an anoplasty.